Manufacturer narrative:
No malfunction of the motorized wheelchair is suspected. The end user was riding in the power wheelchair while being transported in a van that was involved in a motor vehicle accident. Hoveround's owner's manual warns end users, "do not sit in your power wheelchair while riding in a motor vehicle, even if the chair is secured to the vehicle and you are using the chair's restraint."

Event description:
The end user reports while seated in the power wheelchair while being transported in a van, the van was involved in a motor vehicle accident.